Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their having accidents issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient fell off their bed (B)(6) 2018 and starting a couple weeks ago, they started having accidents. Caller wanted to increase stimulation but mentioned they were having trouble using the patient programmer. During the call, caller was able to sync with the programmer and show stim was on at program 1 @ 1.8v. Caller was able to increase stimulation and advised to follow up with healthcare professional as needed. No further complications reported.